Event description:
A malfunction alarm, specifically malfunction code 24, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer did not have a backup insulin delivery method available and planned to reach out to their healthcare provider.